Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the presence of externalized conductors on the rv lead, so it was capped and replaced. The patient's condition was stable following the procedure.